Manufacturer narrative:
Gbo complaint no:(B)(4). No samples (actual or unused) were received for evaluation. No pictures were received. No batch# was provided by the customer. Unfortunately without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states that this is one of the complaints she had received from one phlebotomist and actually the same incident happened with her. "The issue I have had with the quickshield plus, is when I aligned the needle protector to the black dot, it loosened the needle without me knowing. When I stuck the patient, I popped in the tube and the needle popped out of the holder, going into the patients arm even deeper. Not only did I have to try and pull the unattached needle out of the patients arm without injuring her or myself, I had to stick her a second time."